Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Detailed analysis noted that the inverter cover was melted due to an internal component anomaly that resulted in a black screen upon boot up.